Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet pump, with overnight alerts and perceived over delivery of insulin leading the user to remove the device and ultimately revert to a prior pump after consultation with healthcare providers. Symptoms included blood glucose in the 40s mg/dl for approximately 45 to 60 minutes, shakiness, confusion, visual difficulty, balance and walking difficulties, and the need for assistance from a caregiver. Outcomes included no professional medical intervention and no hospitalization. Investigation included review of user reports, clinical team discussions, and assessment of algorithm performance in the context of the user¿s clinical history. Investigation of this case revealed that the specific mechanism of hypoglycemia could not be determined from available information, and no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.